Manufacturer narrative:
Complaint is still under investigation.

Event description:
Patient presented with abdominal pain just at midline, naval level. A CT was taken which showed the filter had migrated and perforated into the duodenum, vertebrae, and aorta (looks like media of vessel). Images are provided of both CT, MRI and fluoro. Patient's outcome unknown at this time.